Manufacturer narrative:
Additional information is provided in sections d.4, d.10, h.3, h.4, h.6 and h.10. The returned sample was confirmed to not be a manufacturing site product therefore, no further product evaluation was performed. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during the batch record review. Complaint trending was reviewed for the lot code provided and no similar complaint was found. A root cause could not be determined. Based on the review of the batch records and manufacturing process, this occurrence is not likely associated with a manufacturing assignable cause. This complaint appears to be an isolated occurrence from a single end user. The complaint could not be confirmed based on the sample evaluation. Based on the investigation, the lack of additional complaints for this lot, the returned sample and the acceptable batch record review, no further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in section h.10. Upon confirmation of the reported product lot manufacturer, this report was resubmitted under the correct manufacturing report number, 2184002-2020-00005. If any additional information is received for this reported event, it will be provided in a supplemental report under the new manufacturing report number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that viscoelastic product was injected into an eye during a cataract surgery that had just previously received an injection of lidocaine 1% mpf when it was noted that the cornea and subcapsular lens became cloudy and edematous prompting the surgeon to abort the surgery. Follow up activity is scheduled in order to determine when the patient's procedure can be restarted. Additional information has been requested. Additional information received further clarified that upon day one post operative follow up examination, the patient's eye had greatly improved. The patient's procedure will be rescheduled once it is understood what happened in this reported event.